Event description:
It was reported that patient presented to or for routine device change out when externalized conductors were observed. Lead was tested and no electrical anomalies were detected. Lead remains implanted. Patient will be monitored with routine follow-up.

Manufacturer narrative:
.